Manufacturer narrative:
(B)(4). This is a duplicate of (B)(4) and is a battery issue. Customer installed new pads and battery and device was returned to service.

Manufacturer narrative:
Device serial number unconfirmed at this time but will be reported at time of follow up.

Event description:
It has been reported that the AED did not pass self diagnostic check.